Event description:
A report was received from a user facility in (B)(6) indicating that during a procedure, debris came out of the phaco needle into the patient's eye. The doctor was able to remove all the debris right away. There was no report of impact or consequences to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.